Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: racer related event (anonymized trial) - no other information available: "superficial wound infection on tibial pin sites, discharging pus. 1g of flucloxacillin prescribed qds for seven days and blood test. Patient seen back in clinic on (B)(6) 2023, wound infection resolved."